Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
It was reported that the pump stopped all insulin delivery. The customer stated that their blood glucose level was elevated due to eating dinner and that the elevated blood glucose level was not caused by the reported issue.